Manufacturer narrative:
On (B)(6) 2018, mentor learned that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel prostheses on (B)(6) 2018; catalog # 3504504bc, s/ns (B)(4). The patient tolerated the procedure well and was noted to be in full recovery. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/5/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial (B)(4), lot: 6685755. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 425 cc saline prostheses. Patient noticed the left breast prosthesis was flat post procedure upon waking up one day. As a result, the breast prostheses were explanted from the patient on "(B)(6)" 2018.

Manufacturer narrative:
The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Also it noticed two creases on the same view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) for the lot number 6825396 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).